Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after reprogramming, the patient is still experiencing ineffective therapy. Surgical intervention is currently pending.